Manufacturer narrative:
(B)(6). Manufacturing date -- may 17, 2016 - may 18, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a large volume folfusor. This event occurred during testing. The pump was filled with 47ml 5fu and 220ml sodium chloride. There was no patient involvement. No additional information is available.